Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
July 21, 2016 updated information: an unknown number of screws were explanted along with the nail.

Manufacturer narrative:
Patient information is not available for reporting. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4) was utilized for revision surgery to address nonunion, hardware removal and replacement. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a rafn (retrograde/antegrade femoral nail) was explanted on (B)(6) 2016 due to non-union without any surgical delay. The patient was revised with another synthes rafn nail. The original implant date is unknown. This report is 1 of 1 (B)(4).